Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that when referring to the device not working, this was due to normal battery depletion. The noted the cause of the multiple impedances on the lead and the patient not feeling stimulation was not determined, but the patient had a hard fall on the waterslide and injured their tailbone, which may have been a contributing factor. They physician concurred that the impact to the tailbone at the time of injury caused the lead to fracture. The system was replaced to resolve the issue, it was noted the patient got a non-rechargeable sure-scan lead system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fk41, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1fk41, ubd: 16-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they had a note from the hcp that says the rep checked impedances on 04/26/2020 and found impedance issues with the lead. The caller said the device has not worked since implant. The caller was not with the patient. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that at the time of the impedance check, there were multiple impendences on the 3889-28 lead. The patient did not feel stimulation on any electrode while increasing the amplitude. The office notified the reps team to schedule a complex programming during the patient visit on (B)(6) 2021. The reprogram appointed showed multiple impedance during the visit. The patient stated she had an impact fall to her tail bone a month prior. No information was given that the device was not/never did work prior to the reprogram date.